Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 480 units of insulin, and remained static at 180 units despite delivering insulin. The customer's blood glucose level was 116 mg/dl. Tandem technical support was unable to perform troubleshooting as a new cartridge had been loaded onto the pump.